Manufacturer narrative:
The user facility returned the (B)(4) video bronchoscope involved in the event for eval. Initial investigation indicates repair technician error; excess silicone sealant was applied in the biopsy inlet t-piece during an earlier routine repair of the affected device. There are 20 endoscopes with similar design which had been repaired by the technician that will be recalled and repaired. Further investigation is ongoing. The reporter indicated the facility intended to send a report to the FDA however pentax has not received a copy of the report. Eval method: actual device involved in incident was evaluated. Method: t-piece connector; joint.

Event description:
Dr. (B)(6) inserted the scope into the pt. After initial viewing he then did the 'wash' using a 20 cc syringe. The doctor then 'passed' a single use cytology brush through the endoscope and noticed a black piece of material in the pt. The doctor removed the cytology brush, inserted a biopsy forceps, and withdrew the scope while grasping the foreign object with the forceps. The doctor completed the procedure with no other complications.